Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface pcb (gib) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system loaded up. No pt serious injury or death was reported related to this event.